Event description:
Procedure performed: laparoscopic gynaecology procedure. Event description: 10mm port used for laparoscopic gynaecology procedure. Surgeon noticed a break / missing piece of plastic at the end of the trocar sleeve. Two shards of plastic located in patient's abdomen and retrieved. Type of intervention: broken shards of plastic identified in patient's abdomen and retrieved. Patient status: no injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with two green fragments. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. The green fragments were identified to be a portion of the missing cannula tip. Based on the condition of the returned unit, it is possible that the cannula tip fractured due to a large force exerted on the cannula tip or an object or instrument coming in contact with the cannula tip during the procedure. It is also possible that the cannula was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic gynaecology procedure event description: 10mm port used for laparoscopic gynaecology procedure. Surgeon noticed a break / missing piece of plastic at the end of the trocar sleeve. Two shards of plastic located in patient's abdomen and retrieved. Type of intervention: broken shards of plastic identified in patient's abdomen and retrieved. Patient status: no injury.